Event description:
As reported via mw5159493: clinical adverse event received for stiffness with <90 degrees flexion.

Manufacturer narrative:
An event regarding rom involving simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.